Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose level was 462 mg/dl. Customer treated with a manual injection and the insulin pump. The customer completed troubleshooting and performed the high pressure test and it passed. The customer however, did find that the cannula was bent and cracked. The customer was advised that his insulin pump was working as designed and to monitor the issue and call back if problems persisted. Nothing was replaced or returned for analysis.